Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 23 mmol/l. Customer reported that the blood glucose level was 18.3 mmol/l and sensor glucose level with 16.5 mmol/l however insulin delivery was not suspended sue to difference. Customer reported that they had problem with the sensor. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.